Event description:
It was reported that there was rising impedance trends, decreased sensing and increasing threshold on the right ventricular lead. The physician decided to replaced the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The weekly pacing impedance trend data shows a gradual increase for minimum and maximum ventricular pacing with bipolar impedance of 437 to 1767 ohms peak between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.